Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported during insertion the guide wire bent and was unusable. There was no delay in treatment and no patient death or complications reported.